Manufacturer narrative:
The manufacturer was previously received information alleging service required message occurred on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. No death, serious harm, or injury was reported. There was no report of serious or permanent harm, injury, or medical intervention. The dreamstation 2 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca and error codes e084 (flow sensor stop error/pca failed component) and e085 (flow sensor occluded error/pca failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device was returned to manufacturer product investigation laboratory (pil) for evaluation. Pil visually inspected the device and pil initiated therapy and airflow was verified and pressure was set to 4.0 cmh20 ramp function. Pil observed a slight burning electrical odor during therapy. Ui (user interface) touch screen was not responsive and the humidity and heated tube settings were set to level 0. Pil could not verify if the heater plate and heated tube were working. Pil replaced the customer ui panel with a pil supplied known good ui panel and the result was the same no touch screen response. Also, pil installed the customer supplied ui panel into a known good pil supplied ds2 device (etf -3101042-001) and the result was the same, not touch screen response. Pil determined that the customer supplied ui panel was defective and that the pca touch screen circuitry was not working on the ds2 device. No further functional test could be performed. And also pil performed an external and internal inspection of the device and observed that ui panel had parts of the side insertion tabs broken off. Iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it. Heater plate had dust-like contamination on it with potential mineral deposit stains. Inlet/outlet seal had white dust-like contamination and hairs/fibers on it, along with potential mineral deposit stains. Water tank lid seal had potential mineral deposit residue on it. Water tank had potential mineral deposit residue and stains in it. Pil observed that the outside bottom corner of the water tank plastic was broken off and the other corner was cracked. Most likely from the device being dropped. Water tank had stress cracks on the bottom outside of the heater pan corners. Potentially from the device being dropped. Ui panel, display, ribbon cable had potential corrosion on the pins at the end of it. Therapy button had unknown brown dust-like contamination on the outer rim of it. Potential corrosion on one of the bottom enclosure screws and on two of the pca (printed circuit assembly) screws. Top enclosure (vertical section) and water tank lid had potential mineral deposit stains on them, potentially from user pushing the water tank too hard to the base. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Blower motor had dust-like contamination on it and in it. Blower motor had potential mineral deposit stains on it and in it, dust-like contamination and hairs/fibers in the blower box and in the heater plate spring, along with potential mineral deposit stains, on the underside of the heater plate. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Pil was not able to confirm the complain. Pil was able to confirm that thermal events took place on the pca, most likely due to the potential water/liquid ingress to the pca. This was most likely the cause of the device's ui panel being defective. Section product UDI in box g and box h has been updated/corrected in this follow-up report.

Event description:
The manufacturer received information alleging service required message occurred on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca and error codes e084 (flow sensor stop error/pca failed component) and e085 (flow sensor occluded error/pca failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. A final report will be submitted once the investigation is complete.